Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 1 pocket a1 and tower door 1 are unable to open and require maintenance. The customer rebooted the station and the issue still persists. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer mentioned the customer recovered the drawer successfully to resolve the issue. The system functioned as intended after the field service engineer verified the device.